Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Unique device identification (UDI): (B)(4). The bactiseal catheter is not available for evaluation (remains implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the abdominal catheter( manufacturer; unknown) was deviated, so the abdominal catheter was replaced with bactiseal catheter on an unknown date. Upon follow up of the outpatient department, the patient presented with visual field impairment and headache. Abdominal cerebrospinal fluid retention and ventricular enlargement were confirmed. On (B)(6) 2021, an operation was performed in which the bactiseal catheter was reinserted into the abdominal cavity.